Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), product type: lead; product ID: 977a260, serial# (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider. It was reported that the leads were removed due to infection. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and manufacturing representative (rep) regarding the patient's implantable neurostimulator (ins). Information was reported that the patient's pocket incision site was not healing properly. There was redness and some swelling around the site. The nurses put the patient on antibiotics and was kept for observation. They opened the ins pocket to water pick and was out the area. There was a large amount of puss in the pocket so the entire system has to be explanted. The issue was resolve at the time of the report. No further complications were reported. No additional patient symptoms were reported.